Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is no longer available to be returned.

Event description:
The customer's mother reported that the blood glucose device gave a higher than expected reading during a hypoglycemic event. The customer received a blood glucose result of 2.9 mmol/l and the parent's treated the customer with food and sugar. Later, at an unknown time, the parents transported the customer to the hospital. Upon arrival at the hospital the customer received the following results on the performa meter, compared to a professional meter, within 15 minutes; 4.9 mmol/l (performa) and 2.4 mmol/l (hospital meter). The hospital treated the customer with unknown glucose and food. The customer is not diagnosed with diabetes, but does suffer from hypoglycemia. The customer stay overnight in the hospital and was discharged the next day.